Manufacturer narrative:
Additional information: annex d code. Correction: the device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgment occurred during removal of the sheath. When the sheath was pulled off the balloon mounted stent, the stent remained inside the sheath. It was later reported that it was unknown whether the stent became dislodged during the preparation process. However, after the balloon had been introduced into the patient¿s body, it was noted that the stent was not on the balloon. The stent was subsequently found inside the protective sleeve, which had been discarded and was later recovered from the trash. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion intended to be treated was a moderately tortuous lesion. No patient complications were reported as a result of this event.